Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019. Customer¿s blood glucose was in the 353 mg/dl at the time of incident. Customer was treated with insulin drip. Insulin pump had no delivery alarm. Customer had symptoms such as high blood glucose level and light headed. Customer was unable to complete carelink upload. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with the operating currents within specification. And passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test, and the delivery accuracy test. No unexpected excessive no delivery alarms noted during testing. Device was received with minor scratched lcd window and scratched reservoir tube window.